Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to the customer to resolve the issue.